Manufacturer narrative:
One cool point irrigation pump was received for evaluation. Functional testing revealed the returned pump was unable to power-up. The led display did not illuminate, and no alarms were audible. The pump could not run due to the power failure. The power-up issue was determined to be related to the power supply. The damaged power supply was replaced the pump functioned as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with manufacturing specifications and procedures. Based on the investigation performed and the information provided, the cause of the reported issue was due to a damaged power supply.

Event description:
During an supraventricular tachycardia (avt) procedure, the cool point pump would not turn on. Multiple cable, connections, and plugs were attempted, but the issue persisted. A replacement was borrowed from another hospital and the issue was resolved. The replacement device was retained by the customer. A delay occurred due to this issue. There were no adverse patient consequences.